Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in in which the customer reported the device was broken at the dosing port. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.